Event description:
The user facility reported a 65 year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) had a purge system failed alarm. The aic was replaced, and the procedure was completed. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.,infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir. Clean the connector cable with 70% isopropyl alcohol. Maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.

Manufacturer narrative:
The investigation for the reported purge leak has been completed. Data logs were reviewed which showed that the user was changing the purge cassette before the purge system failure alarm occurred. After the new cassette was initially connected, it was briefly (1 second) disconnected and reconnected during deairing. Then, the purge system failure alarm triggered because the piston had only 35% range remaining (<50% range). Right data logs confirm that the new cassette was disconnected briefly during deairing which caused system to believe there was a piston blocked event (<50% range). The console was returned for evaluation. Upon visual inspection, there was no build up dried glucose, and the purge stepper motor spindle was moving freely with the console powered off. The console performed normally with a known-good pump and purge. No issues detecting the purge cassette. By disconnecting the purge cassette briefly during purge cassette change deairing (recreating the situation in the clinical setting), the purge system failure alarm was reproduced. The root cause of the purge issue was due to brief disconnection of the purge cassette during deairing. Added- d9 device return date d3-corrected common device name. D4-corrected model number. F6/f8 should have been left blank in the initial report. H10 instructions for use for this event were for a impella cp device and not an automated impella controller. The instructions should be removed.